Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the patient had a hernia repair procedure and went back to the surgeon for hernia reoccurrence approximately 2 years after initial surgery. The surgeon stated that the issue was most likely a mesh failure.